Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Event description:
Customer reported via phone call, they were having issues with calibrating a sensor. Customer then mentioned then mentioned they had a high blood glucose of 513 mg/dl, which they treated with the insulin pump. Customer declined troubleshooting on the insulin pump for high blood glucose. For the calibration issue the customer was advised to replaced the sensor. Customer mentioned the sensor was not bent. The insulin pump is not returning for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were having issues with calibrating a sensor. Customer then mentioned then mentioned they had a high blood glucose of 513 mg/dl, which they treated with the insulin pump. Customer declined troubleshooting on the insulin pump for high blood glucose. For the calibration issue the customer was advised to replaced the sensor. Customer mentioned the sensor was not bent. The insulin pump is not returning for analysis. I have a sensor and in having an issue. Inquired what led up to the complaint. Customer response: cust said she got a cal error and a change sensor. Customer's outcome pertaining to the complaint: rtn/rpl sensor additional notes: bg 513. Cust treated with the pump. Cust declined t/s for the issue. Cust removed sensor and it was not bent. Adv cust we are out of the rpl sensor and we will send the rpl sensor when they come in. Didn't verify s/n. Adv cust to not treat based of the sensor. Lot hg1pqrm exp 2017-08-28 ship: mmt-7008b can le / return: mmt-7008a.